Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving an unknown medication via an implantable infusion pump for non-malignant pain. It was reported on 2017-mar-13 that the patient's pump had eroded through the skin at the pocket site and the patient had an infection. It was stated the pump was in the back area. It was reported that the infection was confirmed and the plan was to revise the catheter and replace the pump, as well as moving it to a different site. The event date was asked, but unknown. No further complications are anticipated.